Manufacturer narrative:
A field service engineer was dispatched to the customer site. The oil mist filter was adjusted to resolve the smoke/haze/mist issue. Unit meets specifications and was returned to service. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. (B)(6). (B)(4).

Event description:
A customer reported "oil/smoke/mist" emitting from the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp complaint ref #: (B)(4).

Manufacturer narrative:
The investigation included a review of the device history record (DHR), trending analysis of the oil/smoke/mist issue and system risk analysis (sra). Trending analysis of the oil/smoke/mist issue was reviewed from (B)(6) 2017 to (B)(6) 2018 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were replaced to resolve the issue. The assignable cause of the oil/smoke/mist issue is the oil mist filter. The field service engineer adjusted the part and confirmed the sterrad 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.